Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking/jolting sensation up and down their right leg. There was no accident or incident associated with this event. The patient turned the stimulation down from 2.6 volts to 2.3 volts was reported as now doing okay. We were unable to follow-up on this event with the contact information received, hence no additional information was obtained.